Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. The most recent information was received on 07-jul-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a 43 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced abdominal pain lower (seriousness criterion medically important), autoimmune thyroiditis ("hashimoto¿s disease"), menopause ("menopause"), bladder discomfort ("feeling of full bladder /feeling of heaviness in the genitals"), fatigue ("intense fatigue"), hyperhidrosis ("sweating"), dyspepsia ("digestive problems"), paraesthesia ("tingling in the hands"), muscle spasms ("muscle spasms"), tendonitis ("wrist and shoulder tendinitis"), rotator cuff syndrome ("shoulder tendinitis"), feeling cold ("chilliness"), memory impairment ("memory problems"), sleep disorder ("sleep disturbances"), diarrhoea ("diarrhoea"), vulvovaginal burning sensation ("burning sensation of mucous membranes"), chest discomfort ("tightness in the chest"), anxiety ("anxiety"), depression ("depressive state") and decreased appetite ("lack of appetite") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, depression and decreased appetite had not resolved. The outcomes for abdominal pain lower, autoimmune thyroiditis, menopause, bladder discomfort, weight increased, hyperhidrosis, dyspepsia, paraesthesia, muscle spasms, tendonitis, rotator cuff syndrome, feeling cold, memory impairment, sleep disorder, diarrhoea, vulvovaginal burning sensation, chest discomfort and anxiety were unknown. No causality assessment was received for essure with regard to autoimmune thyroiditis, menopause, bladder discomfort, weight increased, fatigue, hyperhidrosis, dyspepsia, paraesthesia, abdominal pain lower, muscle spasms, tendonitis, rotator cuff syndrome, feeling cold, memory impairment, sleep disorder, diarrhoea, vulvovaginal burning sensation, chest discomfort, anxiety, depression or decreased appetite. The reporter commented: patient¿s current status" right shoulder surgery, gastroscopy, sleep apnoea examination, carpal tunnel examination, pelvic ultrasound, hysteroscopy, various x-rays. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2009, the patient had essure inserted. On (B)(6)2009, the day of essure insertion, she experienced abdominal pain lower (seriousness criterion medically important), autoimmune thyroiditis ("hashimoto¿s disease"), menopause ("menopause"), bladder discomfort ("feeling of full bladder /feeling of heaviness in the genitals"), fatigue ("intense fatigue"), hyperhidrosis ("sweating"), dyspepsia ("digestive problems"), paraesthesia ("tingling in the hands"), muscle spasms ("muscle spasms"), tendonitis ("wrist and shoulder tendinitis"), rotator cuff syndrome ("shoulder tendinitis"), feeling cold ("chilliness"), memory impairment ("memory problems"), sleep disorder ("sleep disturbances"), diarrhoea ("diarrhoea"), vulvovaginal burning sensation ("burning sensation of mucous membranes"), chest discomfort ("tightness in the chest"), anxiety ("anxiety"), depression ("depressive state") and decreased appetite ("lack of appetite") and was found to have weight increased ("weight gain"). At the time of the report, the fatigue, depression and decreased appetite had not resolved. The outcomes for abdominal pain lower, autoimmune thyroiditis, menopause, bladder discomfort, weight increased, hyperhidrosis, dyspepsia, paraesthesia, muscle spasms, tendonitis, rotator cuff syndrome, feeling cold, memory impairment, sleep disorder, diarrhoea, vulvovaginal burning sensation, chest discomfort and anxiety were unknown. No causality assessment was received for essure with regard to autoimmune thyroiditis, menopause, bladder discomfort, weight increased, fatigue, hyperhidrosis, dyspepsia, paraesthesia, abdominal pain lower, muscle spasms, tendonitis, rotator cuff syndrome, feeling cold, memory impairment, sleep disorder, diarrhoea, vulvovaginal burning sensation, chest discomfort, anxiety, depression or decreased appetite. The reporter commented: patient¿s current status" right shoulder surgery, gastroscopy, sleep apnoea examination, carpal tunnel examination, pelvic ultrasound, hysteroscopy, various x-rays. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.